Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 13mm insert. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device sent to pathology.

Event description:
Patient had tkr done in 2004. He was doing well until hearing a pop and subsequently has a loose screw. We removed insert/screw and implanted a new insert/screw with proper torque applied.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a loose screw involving an unknown insert was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Conclusions: the root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Patient had tkr done in 2004. He was doing well until hearing a pop and subsequently has a loose screw. We removed insert/screw and implanted a new insert/screw with proper torque applied.